Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life, retainer ring recall, and crack on the pump casing. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1780kl was requested and the customer response was the device would be returned.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The crest software download was utilized and successful. The thus history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Pump failed to enter recovery mode preventing download of history files and traces using thus. Unable to test for power problem-charge/battery lasts less than expected due to critical pump error (open book image) alarm. The pump was received with cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and a partially broken off retainer ring. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly. Unable to perform the history review 1 week prior to the event date 09-apr-2024 in the pump history file and unable to generate the power management graph due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error was confirmed due to corroded electronic assembly. Upload error confirmed (pump failed to enter recovery mode preventing download of history files and traces using thus). Power problem-charge/battery lasts less than expected unknown. No current code/category confirmed (found retainer ring damage). Damage-retainer ring damage confirmed. Damage confirmed at the back of the pump and at the retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device will not be returned for analysis.